Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the returned controller revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed three critical battery alarms involving batteries (B)(4). These alarms were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Batteries (B)(4) were not tested; based on the results of the internal investigation, no additional investigation of this event is required at this time. The most likely cause of the reported event may be attributed to a communication error between the controller and the batteries. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650 / manufacturing date: 11/14/2014 / expiration date: 11/30/2015. FDA codes: (B)(4). Battery - (B)(4) / 1650 / manufacturing date: 11/14/2014 / expiration date: 11/30/2015. FDA codes: (B)(4).

Event description:
It was reported by the vad coordinator that the patient called and stated that she was having faulty battery alarms with the batteries not retaining their charge despite being fully charged. Patient was able to mark the faulty batteries, but the patient also noted that the battery light on the #1 slot was blinking on and off despite having a battery connection with an alarm sound which was very brief. Patient also tried connecting to the wall outlet and the same thing was noted again. This was demonstrated while in the clinic with the battery light blinking off and then on again, and when the alarm screen was checked on the monitor no alarms were registered. After confirming the critical battery alarms on log files (B)(6) 2016, the 2 faulty batteries were removed. The primary controller was also removed from service due to blinking on port number 1. There are no patient consequences associated with the event.